Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon burst was occurred. The target lesion was located in the left anterior descending artery (lad). The 20mm x 2.5mm quantum maverick was advanced in the lesion and on the first inflation it ruptured at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was blood in the inflation lumen and balloon. Magnified inspection revealed a pinhole 7mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon burst was occurred. The target lesion was located in the left anterior descending artery (lad). The 20mm x 2.5mm quantum (tm) maverick (tm) was advanced in the lesion and on the first inflation it ruptured at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.